Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reports a pt is complaining about negative dysphotopsia following intraocular lens implant surgery. The pt had the same problem with his fellow eye with a different lens model. The lens remains implanted. No intervention is planned at this time.